Event description:
N/a.

Manufacturer narrative:
The hakim valve (ID 823101) was returned for evaluation. Device history record (DHR) - the product code 82-3101 with lot chncy9 sn (B)(6) conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 160 mmh2o. The valve was visually inspected, and no defect was noted. The valve was hydrated. The valve failed the test for programming; the cam mechanism wiggled. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification: biological debris was found on the motor and on the seat of ruby ball. A visual control magnetizing engines was done; an abnormal polarization was noted. Root cause analysis: the possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve. The possible root cause for the issue reported by the customer, could be due to improper use of MRI, as noted in the IFU: any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in an MRI procedure. However, magnetic fields should not be placed near the valve due to the possibility of an unintentional setting change.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823101) was implanted due to unknown reason on (B)(6) 2008, via ventriculoperitoneal (vp) shunt with an unknown setting. The pressure setting could not be changed. Therefore, the valve was removed and replaced on (B)(6) 2025. According to the information provided, it is unknown if the patient experienced any signs and symptoms. The current status of the patient is unknown.